Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that the patient encountered a fluid leak during a pd treatment. In fill 1 of 2 there were many air detected in the cassette warnings. Fluid was discovered. Technical services issued the patient a new cycler. The patient was able to carry out manual treatments in the absence of a cycler. In a follow up call with the patient's pd nurse, it was verified that the patient did not have any harm, adverse event or intervention in association with the fluid leak. The patient did receive a new cycler which the patient is using with no further issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient's caretaker reported that the patient encountered a fluid leak during a pd treatment. In fill 1 of 2 there were many air detected in the cassette warnings. Fluid was discovered. Technical services issued the patient a new cycler. The patient was able to carry out manual treatments in the absence of a cycler. In a follow up call with the patient's pd nurse, it was verified that the patient did not have any harm, adverse event or intervention in association with the fluid leak. The patient did receive a new cycler which the patient is using with no further issues. The cycler set is not available to return.